Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 based on the results of the investigation, a probable root cause could not be identified. It is likely the following led to the additional malfunction: corrosion on plug unit, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented a communication error e216 during inspection for use. The intended use was completed with an olympus backup device. There were no reports of patient harm.